Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device upgrade, high pacing thresholds and low sensing was observed on the rv lead. Lead was explanted and replaced with good measurements. Patient was stable.